Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non (B)(6). Product. The patient had an adverse event. While the physician was advancing the farawave catheter through the faradrive sheath, the patient's ECG showed sudden onset st segment elevation. The oxygen was administered and the patient was monitored until the elevation resolved then the procedure continued. The patient remained stable for the remainder of the procedure. The physician felt that air was introduced to the sheath when the octaray catheter and the farawave catheter were exchanged. In addition, the carto 3 system displayed a sensor error, code unknown, when the octaray catheter was plugged into the patient interface unit. The cable was exchanged without resolution. The catheter was exchanged and the issue resolved. (B)(6) catheters used during the procedure: octaray f curve (d160906 lot unknown), soundstar (catalog and lot unknown), decanav (catalog and lot unknown) non (B)(6) catheters used: boston scientific faradrive sheath and the farapulse catheter. Carto sn (B)(6) software version: 8.1.0.325 ngen serial number and software version unknown pfa procedure with boston scientific farapulse. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).